Manufacturer narrative:
H6: medical device problem code 2017/failure to follow steps (use after damage). The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, a prostyle was noticed to have the suture more than visible when unpacking. The device was attempted to be inserted and would not insert further than the black portion of the device. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not use the perclose prostyle smcr system if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. In this case, the IFU deviation would not have contributed to the reported difficulties. Factors that may contribute to the suture more than visible when unpacking include, but are not limited to, user mishandling during removal of device from packaging or accidental removal/ manipulation of device, i.e. Suture, lever, or foot, prior to insertion. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - device is updated from returning to lost in transit. E1 - facility report physician phone number updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle was noticed to have the suture more than visible when unpacking. The device was attempted to be inserted and would not insert further than the black portion of the device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.